Manufacturer narrative:
The needle was returned for investigation. The needle manufacturing records were reviewed and it was found that 3 electrical issue was recorded for this needles batch. During investigation, the needle failed the hi-pot test. Disassembly of the device revealed damaged insulation on the heater wire. The root cause was due to a component failure. The resistance wire insulation layer on the heater rear end was damaged under the spring during vendor assembly process leading to the interrupting current leakage in this point. A corrective action has been initiated to further investigate and mitigate the spasm issue.

Event description:
Prior to a cryoablation procedure, two cryoablation needles and system tested fine with no issues to report. Patient was under conscience sedation. During the first thaw the patient started twitching. Twitching wasn't noticed by the technician but the anesthesiologist noticed that the patient's vitals had spiked. The case was continued into the freeze cycle and the vitals normalized. The physician started the thaw again and the patient started to twitch. All probes were immediately stopped and restarted them individually to determine which needle was causing the twitching. Once determined they continued case using passive thaw on the identified needle, and active thaw on the others. Needle performed fine during freezes. Cautery was performed on all needles except the defective needle which wouldn't heat to temp. Case was completed with no injury to the patient. Doctor was satisfied with the results.